Event description:
Bedside nurse was called into patient room by father. Father noticed blood coming back on port tubing. Port tubing was running d5ns @10ml hr. Nurse saw blood had backed out a little from the port site and had dripped on the pt. Rn checked line and then flushed it and saw fluid squirting out. This was below the needless connector on the port tubing (not attached IV tubing but closest to patient). Rn immediately called for help. Line was de-accessed and re-accessed with new needle, blood cultures were drawn at that time. New tubing was used. Np was notified. Broken port tubing was power loc max 22g 3/4 inch. Replacement port device (different than the max plus was used this was an ordered replacement to trial new port needles due to frequent breakage similar to this episode). Soon after new port was placed, pt received IV chemo. All 22g 3/4 inch needles were removed from stock on unit (20g 3/4 already removed prior).